Event description:
It was reported that during an attempted implant the device failed to sense r-waves. The same sensing anomaly was observed after restarting the programmer and re-interrogating the device. The device was replaced. The patient was stable.

Manufacturer narrative:
The reported field event of failure to sense was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.